Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched, and evaluated the device. The field service engineer (fse) replaced the broken cuvettes, and also removed and cleaned the wash nozzle to resolve the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information (age, gender, weight, race or ethnicity) was provided.

Event description:
The customer reported receiving erroneous patient results for multiple chemistries including co2 (bicarbonate), alt (alanine aminotransferase) and bun (blood urea nitrogen) on the au680 clinical chemistry analyzer. There was no change in patient treatment in association with this event.